Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was reloaded with staples and fired. It fired and formed all the staples without incident. The batch history records were reviewed with no anomalies noted with missing staples. It should be noted that each instrument is 100% visually inspected through an automated vision system to ensure that all the staples are present prior to shipment. It could not be determined how the instrument reportedly did not staple.

Event description:
It was reported that a cdh29 was used during a former colon rectum resection procedure. It was reported by the affiliate that the instrument did cut but did not staple (suture did not occur). The surgeon had to provide a colostomy and pt is ok.